Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were removed. The device top case (front lower left corner and on the side), right and left plunger cases(on the side) and battery door were cracked and bottom case were missing rubber feet (front left corner).the error appeared on the event history log. The motor not running was found during the beginning of the occlusion test. The root cause of the reported issue was found to be a combination of motor assembly, worm gear, leadscrew and clutch halves were old, dirty and worn out due to normal wear. The motor assembly(stepper motor included), worm gear, leadscrew and clutch spring and halves were replaced. Occlusion and functional testing were performed and device passed.

Event description:
It was reported that the motor not running occurred. No patient injury was reported.